Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) asian female presenting for postpartum cardiomyopathy support. The impella cp was placed without any reported issues, however, the access site began to bleed approximately 30 minutes after arriving in the intensive care unit. The source of the leak was found at the repositioning sheath's blue cuff, as it was inserted just under the skin. Treatment included adjusting the repositioning sheath, application of a femstop, and an additional suture. Additional intervention was required in the form of blood products.